Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used to facilitate device removal from the pt's anatomy. Hemostasis was achieved with the clip. One minute of manual compression was applied. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.